Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock separated on the proximal end of the pusher assembly and the pull wire was retracted out. This typically occurs during a detachment attempt. Based on the returned condition, the root cause of this complaint could not be determined. Further evaluation revealed that the pusher assembly was fractured. This damage was incidental to the reported compliant. However, this damage could have also contributed to the reported detachment issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils, a ruby coil detachment handle (handle), and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician advanced the first ruby coil into the target location and attempted to detach the coil with the handle; however, the ruby coil did not detach after three attempts. Therefore, the handle was removed and was no longer used in the procedure. While retracting the ruby coil, it unintentionally detached. It was reported that approximately twenty centimeters of the ruby coil remained inside the target vessel when the coil detached. The physician decided to flush the ruby coil out of the microcatheter and inadvertently occluded a non-target vessel. The physician used another ruby coil to push the previous ruby coil into the target vessel, and a stent graft was placed over the ruby coils. The procedure was completed using one ruby coil, four pod packing coils (pod pcs), a new handle, and the same microcatheter. There was no report of an adverse effect to the patient.